Event description:
It was reported that there was a loss of therapeutic effect, there was no stimulation sensation. Pt was exposed to a theft detector or security gate at a cruise ship on (B)(6) 2010 with the stimulation on. The pt had a car accident on (B)(6) 2010. She used the stimulation intermittently from that time until may, but never changed during the january-may time frame. The pt reported a fair condition. There were coupling or communication issues. Pt compliance was the primary reason for overdischarge according to the company rep. No tests were done because, the device could not be interrogated. The pt had not had time to have a physician mode recharge done. She has an appointment to see her doctor on (B)(6) 2010 and could try the physician mode recharge then, or she may decide to have it replaced with a non-rechargeable. Pt was doing great. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).